Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that one day post implant this left ventricular lead exhibited diaphragm stimulation and loss of capture in all four vectors. The implanter tried to program around this without success. As a result the lead was explanted and successfully replaced.